Event description:
It was reported that on: (B)(6) 2011: the patient was pre operatively diagnosed with pseudoarthrosis at l5-s1 bilaterally. Failure fusion at l5-s1 bilaterally. Instability at l5-s1 bilaterally. Irritation of nerve roots by loose pedicular screws at l5-s1 bilaterally. Hence, underwent following procedures : removal of pedicle screws and rods from l5-s1 bilaterally. Exploration of fusion at l5-s1 bilaterally. Redo fusion at l5-s1 bilaterally. Onlay fusion of l4-l5 bilaterally. Reinsertion of pedicular screws and rods at l5-s1 bilaterally. As per op-notes "an incision was made extending from the top of l4 to the top of s1. Dissection was now carried down by means of sharp dissection over the pedicle screws and rods bilaterally. They found to be loose and freely movable within bone. Upon removing the pedicle screw at right l5, there was distinct irritation of nerve. All the pedicle screws were now removed from the l5 and s1 pedicle bilaterally. The pedicle screw holes were probed and found to be solid. The dissection was now carried out over the transverse process of l5 and s1 bilaterally and also l4 bilaterally. Rhbmp-2 was divided into 2 equal portions and layered over the abraded elements of the transverse processes of l4 and l5 bilaterally and the wing of the sacrum bilaterally. Pedicle screws were now inserted into the pedicle. The 7.5 x 35 mm screws were place din the l5 pedicle and 6.5 x 40 mm screws were place din sacrum making a bicortical purchase. The screws were now connected by means of 35 mm curved rods an danchored in place by 4 locking cap screws. Final position of the screws and rods were checked by fluoroscopy. The procedure was now terminated. The patient tolerated the procedure well". (B)(6) 2011: the patient was pre-operatively diagnosed with painful hardware at l5-s1. Hence, underwent removal from l5-s1. As per op-notes" dissection was carried down to screws and rods bilaterally. Self-retaining retractors were inserted in the wound. All 4 screws were found to be loosed. They were accordingly removed. The fusion was tested for solidity and there was found to be no evidence for any movement at l5-s1. At this point, the procedure was terminated. The patient tolerated the procedure well".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a fusion procedure at l5-s1 using rhbmp-2/acs. Surgeon performed an exploration and redo posterior fusion at l5-s1 bilaterally, and also, an onlay fusion of l4-l5 bilaterally. Following surgery, patient followed up with her physician. She began to develop radiating pain to her legs and numbness in the right arm and hands. Patient continues to suffer from disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.